Event description:
During revision surgeon noticed the inlay to have a conspicuous colour and strong wear after short time of implantation.

Manufacturer narrative:
Examination of the submitted device confirmed scratches on the articulating and discoloration. There was no evidence of excessive wear or oxidation of the poly insert. Damage to the insert could have been caused by retrieval or trauma and discoloration was a result of expected lipid absorption. A complaint database search finds no additional reports against the provided product and lot combination. No evidence was found of product failure of product error as a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.